Manufacturer narrative:
This supplemental report is being submitted to retract the previous initial MDR report for a unconfirmed false positive , further case review determined that this case has not meet the reportability criteria according to our procedures for this product and there is no serious injury .

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a unconfirmed false positive result with the binaxnow¿ covid-19 antigen self test performed. Although requested, no additional patient information, including treatment and outcome, was provided.